Event description:
(B)(4).

Manufacturer narrative:
Document review: amistem h collared femoral stem size 2 lat - ref. 01.18.142 / lot 124023 ((B)(4) stems produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. (B)(4) stems belonging to this lot have been already sold and no other incidents have been reported up to now. From the data collected, we have no evidences that the event is device related.